Manufacturer narrative:
Corrected information: a2. Investigation: visual inspection: the following observations were made during the visual inspection: deposits and a damaged piece of catheter. Permeability test: to determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 and the shuntassistant are non-permeable, while the pediatric prechamber is permeable. Computer control test: due to the blockage of the valves, a computer-controlled test is not applicable. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "blockage". We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When following /additional informations are provided, a supplemental report will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. The product was removed on (B)(6) 2021 due to suspected valve blockage (not a complete blockage). Patient information: age: (B)(6), weight: (B)(6), height: 71.0cm. Date of implantation: (B)(6) 2019. Date of explanation: (B)(6) 2021.